Manufacturer narrative:
Patient experiencing prolonged healing from j-plasma facial resurfacing procedure no allegation of device malfunction was reported.

Event description:
Patient experiencing prolonged healing from j-plasma facial resurfacing procedure.